Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: patient experienced a fracture of the tibia shaft in a traffic injury and was implanted with a locking compression plate on (B)(6) 2011. The plate was removed on (B)(6) 2012. During the removal, the surgeon was using the large screwdriver. The driver did not fit the small plate and screws. The surgeon wedged the large driver in and pushed and turned under duress and managed to remove the plate. A few screws were left in the bone. The patient had normal bone quality and no pain at this time. Removal of screws is not planned. This report is 2 of 7 for complaint (B)(4).

Manufacturer narrative:
Device is used for treatment, not diagnosis. Investigation could not be completed, no conclusion could be drawn as no device was returned. The manufacturing documents were reviewed and no complaint related issues were found. Placeholder.